Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2543, awareness date 02-nov-2015). Additional information was received on 05-nov-2015 (case# FDA-2014-n-0736-2532) and on 22-nov-2015. It refers to a female consumer of unspecified age in united states who had essure inserted in 2007. She experienced heavy bleeding, hair loss, dental issues, debilitating back issues, constant itching and headaches. She was forced to undergo a hysterectomy to stop eight years of e-hell. Product technical complaint (ptc) investigation result received on 22-nov-2015 ptc global number: (B)(6). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (8 years after device placement). This event, regarded as genital bleeding, is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.